Event description:
It was reported that approximately thirty (30) minutes after insertion, a cuff leak was found. No patient harm/adverse event reported.

Manufacturer narrative:
D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 1/2/2024. H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one used decontaminated device sample was received for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition. An inflation test was performed in which it was confirmed that after twelve (12) hours the cuff was still fully inflated. The complaint was not confirmed. A device history record (DHR) review could not be performed as the lot number was unknown. No action was taken as the complaint was not confirmed and no trend of similar customer complaints was identified.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI. UDI related data quality updates only.